Event description:
Case description: current condition: type 1 diabetes mellitus since 01-oct-1959, neuropathy feet, slight hypertension. Treatment of event hyperglycemia: 8 iu correction dose of novorapid, and after 3 hours, blood glucose (blood glucose) was 408 mg/dl. Then 6 iu of novorapid was injected with microfine syringe, afterwards at 6:30 p.m. Blood glucose (blood glucose) was 83 mg/dl. Patient was using ultrafine needles. Correction done with microfine 0.5ml. On an unspecified date,patient used novorapid penfill with disposable syringes for correction. Patient worked with a disposable pen 1 iu and a micro fine syringe until the replacement ar-rived, there were hypos noticed. On an unknown date, at the time of the event, patient's hba1c (glycosylated haemoglobin) was 6.8-7 %. Since last submission, this case has been updated with the following: -medical history updated from neuropathy to neuropathy feet -lab data updated, by adding hba1c and blood glucose values -product dosage regimen updated for novorapid penfill and bisoprolol -narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: this serious spontaneous case from germany was reported by a consumer as "increased blood glucose values (increased, partly up to 500 mg/dl)(blood glucose increased)" beginning on (B)(6)2024, "pen dosed inaccurately(inaccurate delivery by device)" with an unspecified onset date, "novopen echoplus pen shows "error", (device image display error)" beginning on (B)(6)2024, "more force necessary to inject(device delivery system pressure issue)" with an unspecified onset date, "hypos(hypoglycaemia)" beginning on (B)(6)2024, "needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, "patient use the dialling clicks to estimate the dose of the insulin(wrong technique in product usage process)" with an unspecified onset date, and concerned a 900 months old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", "itc (intensified insulin therapy)", novorapid penfill (insulin aspart) from unknown start date for "type 1 diabetes mellitus", "itc (intensified insulin therapy)", concomitant products included - bisoprolol, toujeo (insulin glargine). Investigational results: name: novopen echo plus, batch number: nvgan72. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicates that the pen has been used with no flow in the delivery system. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. During test the memory display was reflected the dialled dose. The dose accuracy was measured by weighing using a random cartridge. During testing it was possible to deliver preparation from the cartridge. The results were found to comply with specifications. The product was found to be normal. Confirmed the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system. The observed problem was caused by unintended use of the device. Name: novorapid penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, this case has been updated with the following: investigation result updated. Imdrf code updated. Narrative updated accordingly. H3 continued: evaluation summary. Name: novopen echo plus, batch number: nvgan72. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicates that the pen has been used with no flow in the delivery system. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. During test the memory display was reflected the dialled dose. The dose accuracy was measured by weighing using a random cartridge. During testing it was possible to deliver preparation from the cartridge. The results were found to comply with specifications. The product was found to be normal. Confirmed the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system. The observed problem was caused by unintended use of the device.

Event description:
[Preferred term] (related symptoms if any separated by commas). Increased blood glucose values (increased, partly up to 500 mg/dl) [blood glucose increased]. Pen dosed inaccurately [device delivery system issue]. Novopen echoplus pen shows "error", [device information output issue]. More force necessary to inject [device delivery system issue]. Needle attached to the pen in between injections [product storage error]. Patient use the dialling clicks to estimate the dose of the insulin [wrong technique in product usage process]. Case description: this serious spontaneous case from germany was reported by a consumer as "increased blood glucose values (increased, partly up to 500 mg/dl)(blood glucose increased)" beginning on (B)(6) 2024, "pen dosed inaccurately(inaccurate delivery by device)" with an unspecified onset date, "novopen echoplus pen shows "error",(device image display error)" with an unspecified onset date, "more force necessary to inject(device delivery system pressure issue)" with an unspecified onset date, "needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, "patient use the dialling clicks to estimate the dose of the insulin(wrong technique in product usage process)" with an unspecified onset date, and concerned a 900 months old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", "itc (intensified insulin therapy)", patient's height: 173 cm, patient's weight: 60 kg, patient's bmi: 20.04744560. Dosage regimens: novopen echo plus: current condition: type 1 diabetes mellitus since on (B)(6) 1959, neuropathy feet, slight hypertension. Historical device: novopen echo. Concomitant products included - novorapid penfill (insulin aspart), bisoprolol. On an unspecified date, pen shows "error", after that patient experienced increased blood glucose values (up to 500 mg/dl) (blood glucose). Pen dosed inaccurately. Patient was using ultrafine needles. Correction done with microfine 0.5ml. On an unspecified date, patient used novorapid penfill with disposable syringes for correction. On an unknown date the patient use an already used needle and leave the needle attached to the pen in between injections. More force necessary to inject the pen. Patient stores the insulin in use at room temperature 20 - 25 °c. Patient use the dialling clicks to estimate the dose of the insulin. No recent changes in diet or physical exercise. Patient attach the needle to the pen in a 180 degree angle (straight on). The patient didn't abstain from using the pen because there were problems with the electronic display. Age of the device: 01-sep-2024. Batch numbers: novopen echo plus: nvgan72. On 23-sep-2024, the outcome for the event "increased blood glucose values (increased, partly up to 500 mg/dl) (blood glucose increased)" was recovered. The outcome for the event "pen dosed inaccurately (inaccurate delivery by device)" was not reported. The outcome for the event "novopen echoplus pen shows "error", (device image display error)" was not reported. The outcome for the event "more force necessary to inject (device delivery system pressure issue)" was not reported. The outcome for the event "needle attached to the pen in between injections (device stored with needle attached)" was not reported. The outcome for the event "patient use the dialling clicks to estimate the dose of the insulin (wrong technique in product usage process)" was not reported. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number, reference ID#: (B)(4). Reference notes: preliminary manufacturer's comment. 15-oct-2024: the suspected device has been returned to novonordisk for evaluation. Investigations are ongoing. Incorrect handling of the device such as storing the device with needle attached between injections can affect the functionality of device. H3 continued: no or provide code. 02: device evaluation anticipated, but not yet begun.

Event description:
Case description: novorapid penfill (insulin aspart) (18-20 (unit is not reported) from unknown start date and ongoing for "type 1 diabetes mellitus". Dosage regimens: novopen echo plus: novorapid penfill: batch numbers: novorapid penfill: requested. Action taken to novorapid penfill was not reported. Investigational results: 1. Novopen echo® plus, batch number: nvgan72. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicates that the pen has been used with no flow in the delivery system e.g use of a broken or blocked needle. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. During test the memory display was reflected the dialled dose. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The results were found to comply with specifications. The product was found to be normal. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device. 2. Novorapid® penfill®, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Since last submission, this case has been updated with the following: product tab updated (novorapid penfill was changed from concomitant to suspect), non-reportable updated, investigation results updated, expected date of follow up report removed, imdrf codes and device narrative updated in device addendum tab, narratuive updated accordingly. References included: reference type: mw 3500a MFR. Rpt. #, reference ID#: 9681821-2024-00162, reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment. 15-nov-2024: the suspected device has been returned to novonordisk for evaluation. Upon preliminary examination, device was found to be normal, working as per the speci-fications. Electronic register (memory data) suggest that device has been used with no flow in the delivery system. It could be due to use of blocked needles. This also made the memory display warn the user by showing "error" after the attempted injection. The observed problem is caused by unintended use of the device. H3 continued: evaluation summary: novopen echo® plus, batch number: nvgan72. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicates that the pen has been used with no flow in the delivery system e.g use of a broken or blocked needle. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. During test the memory display was reflected the dialled dose. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The results were found to comply with specifications. The product was found to be normal. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device.

Event description:
Increased blood glucose values (increased, partly up to 500 mg/dl) [blood glucose increased], pen dosed inaccurately [device delivery system issue], novopen echoplus pen shows "error", [device information output issue], more force necessary to inject [device delivery system issue], hypos [hypoglycaemia], needle attached to the pen in between injections [product storage error], patient use the dialling clicks to estimate the dose of the insulin [wrong technique in product usage process]. Case description: this serious spontaneous case from germany was reported by a consumer as "increased blood glucose values (increased, partly up to 500 mg/dl)(blood glucose increased)" beginning on (B)(6) 2024, "pen dosed inaccurately(inaccurate delivery by device)" with an unspecified onset date, "novopen echoplus pen shows "error",(device image display error)" beginning on (B)(6) 2024, "more force necessary to inject(device delivery system pressure issue)" with an unspecified onset date, "hypos(hypoglycaemia)" beginning on (B)(6) 2024, "needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, "patient use the dialling clicks to estimate the dose of the insulin(wrong technique in product usage process)" with an unspecified onset date, and concerned a 900 months old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", "itc (intensified insulin therapy)", patient's weight: 61 kg. Patient's bmi: 20.38156970. Concomitant products included: novorapid penfill (insulin aspart), bisoprolol, toujeo (insulin glargine). Treatment for the event: with carbohydrates on (B)(6) 2024, patient pen shows "error". On (B)(6) 2024, patient experienced increased blood glucose values (up to 500 mg/dl) (blood glucose). Pen dosed inaccurately. Patient worked with a disposable pen 1 iu and a micro fine syringe until the replacement ar-rived, there were hypos noticed. On (B)(6) 2024 the outcome for the event "hypos (hypoglycaemia)" was recovered. Since last submission, this case has been updated with the following: patient information updated (weight), new event added(hypos), event tab updated (start date), patient medical history updated, product tab updated (indication, start date, roa, and dosage regimen), concomitant added(toujeo), narrative updated accordingly. References included: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2024-00162. Reference notes: medwatch 3500a MFR. Report number. H3 continued: no, or provide code. 02 device evaluation anticipated, but not yet begun.